Event description:
Patient was receiving doxorubicin chemo, 30 min infusion. Rn (registered nurse) checked infusion around the time it should have finished and noticed pump had been pulling from primary line of ns (normal saline) as well as secondary line of chemo. Registered nurse clamped the primary line to ensure remainder of chemo infused. Manufacturer response for IV tubing, (brand not provided) (per site reporter). Received corrective action of product via email.